Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit use. Customer's blood glucose was unknown mg/dl. The customer was advised that the battery alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with esc and act. The customer was assisted with reprogramming time/date and fixed prime. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor pump.